Manufacturer narrative:
One device was returned for repair. No previous service history was found. Review of event history found no related alarms. Primary complaint of "cassette not attached error" was not confirmed. Functional testing was performed and the device passed. During visual inspection, found the downstream occlusion (dso) seal to be separating from the plate. Replaced the dso seal and updated software. Device passed all functional tests.

Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.